Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed, blood test strips were used and they tested positive and the machine alarmed. A crack was observed in the membrane. Estimated blood loss was 500cc's. Pt had no adverse effects and did not require any medical intervention. Sample has not been returned to the MFR.